Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, as 4 years or longer have passed since the delivery of this product, it is presumed that the lock or the pin of the video connector socket wore out due to repeated use and the video connector socket failed if this product was used frequently. Alternatively, it is presumed that the lock wore out and the video connector socket failed because the user attempted to pull out the video connector without pushing the locking lever down. It is presumed that this caused the connection with the camera head or the videoscope cable to fail to be maintained. The above device handling has warned in the instruction manual as follows. Push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that on (B)(6) 2020, usb connection was defective. Service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. During the incoming inspection, service department of (B)(4) informed "the usb port was heavily soiled, which caused connection problems with the usb port. This must be cleaned. However, the usb port does not need to be replaced." Also, olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at service department of (B)(4), it was found that the video socket is heavily worn and the camera heads and scope cables could not be hold to the video processor. This is the report regarding to "no longer holds camera heads and scope cables to the video processor(socket is heavily worn)".